Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer was in coma for two days. The customer¿s blood glucose level was 286 mg/dl. The customer reported that last time when he was in doctor¿s office the person who checked his pump turned off automatic bolus in pump, the customer also said he was already been in coma one time for two days. The customer reported that the pump was having no delivery alarm and also the holder was broken. The insulin pump will not be returned for analysis.